Manufacturer narrative:
This is not a single -use device.

Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the kendall 8fr. Feeding tube. The customer states "the feeding tube appears stiffer, while inserting tube orally, the baby's heart rate dropped and the feeding tube had to be pulled out."

Manufacturer narrative:
Submit date: 11/14/2005